Event description:
Reporter noted extreme high pressure in eye during procedure, causing swelling of eye, collapse of capsule, and lens fell into vitreous in two cases. Additional information received noted problem occurred during change from sculpt to pre-phaco. During transision, irrigation bottle lifted from 85 cm to 140 cm. Patient eye level programmed was -32cm and instrument had an IV pole extension. Patient 1 of 2: status is unknown at this time.

Manufacturer narrative:
Instrument was brought in for testing and was found to meet performance specifications. Dfus state not to use IV pole extension with this system. Company rep will meet with surgeon to gather additional information. Two questionnaires sent have not been returned to date.